Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the downstream occlusion alarms caused by high sensor readings and an out of specification pressure plate gap. The device was calibrated to ensure proper occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device alarmed downstream occlusion when no occlusion was present. There was no pt involvement.